Event description:
As reported the patient was seen by a doctor's office, who stated that they saw lead wires sticking out of the patient. The patient was referred to a wound center and was being treated. Additional follow-up attempts were unsuccessful. The system is currently still active.